Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgery being performed required a capio slim suture capturing device. The thread of the suture for the capio kept breaking when used on the patient. Three separate capio devices were opened; each of them not working properly. We had opened 4 suture/bullet packets and each thread was breaking upon use. The patient was not harmed.